Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, the instrument was empty, did not staple but cut, surgeon did not found any staples in the situs, took new instrument, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: during sigma resection the device cut but did not staple. The anastomosis was completely insufficient and no staples could be observed. There were no anomalies noticed during firing of the device except that the characteristic cracking noise was not detected. The surgeon made a new resection and used a second device successfully to make a new anastomosis. Patient is fine and shows a normal healing process (5th post-op day). A surgical photograph was received and it appears to confirm the event description.